Event description:
Patient developed blisters on left nose and cheek after limelight treatment for rosacea. The handpiece was sent back to cutera and found to have some energy measurements out of factory specification. The handpiece is currently being evaluated to determine root cause.

Manufacturer narrative:
Some energy outputs measurements were out of cutera specification. The handpiece is being evaluated by cutera qa engineer to determine the root cause. A follow up report will be sent with the root cause analysis.